Event description:
(B) (6). The customer reported that they had a patient who came into the emergency room for medical assistance. The patient was being combative and was resisting the medical staff's attempts to care for her. They put the patient into 4 point restraints. The patient's wrist was the same size as her forearm. They had a really difficult time getting the cuff around her wrist, once it was on she managed to free one arm and attempted to assault a nurse, no injury occurred to the nurse or the patient.

Manufacturer narrative:
(B) (4). (B) (4).